Manufacturer narrative:
Literature citation: zahid, s. Et al (november 2022). Trends and outcomes of left atrial appendage occlusion in renal and liver transplant. Current problems in cardiology 48(2):101488. Doi: 10.1016/j.cpcardiol.2022.101488. B3: approximated event date using the literature article date, as the event dates are unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via journal article: it was reported that deaths occurred. The following event was obtained via a retrospective article following 61,995 patients from the national inpatient sample (nis) and 55,048 patients from the national readmission database (nrd) who underwent a left atrial appendage (laa) closure procedure where watchman closure devices (wds) were implanted (brand name of wds was not reported) and watchman access systems (was) were most likely utilized for groin access (brand name of was not reported). Out of these groups, 0.65% and 0.62% were renal and liver transplant recipients in nis and nrd respectively. The primary study endpoint was major complications in both without transplant and also with transplant groups. It was reported that the following events occurred in either group: died during hospitalization (95 patients without transplant, 0 patients with transplant), and died at readmission (96 patients without transplant, 0 patients with transplant).